Event description:
It was reported that the procedure was not completed. An ng rotawire floppy single was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the device was opened but rotational atherectomy did not proceed. The procedure was canceled. There were no patient complications reported. No further information is available.